Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone [concentration unknown] at a dose of 15 mg/day and baclofen [concentration unknown] at a dose of 694 mcg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was stated that this medication was the patient¿s current dosing and the dose and concentration at implant were unknown. It was at first indicated that the patient had dilaudid but when he read off a paper it was stated ¿hydromorphone which I guess is dilaudid.¿ it was reported on (B)(6) 2017 that the patient was happier with the smaller pump as the 40ml pump seemed to stick out/bulge more from him. Information was requested regarding telemetry print outs and time between refills. It was noted that the patient was told ¿due to regulations he needed to get his pump refilled at this time.¿ it was indicated that the patient was going in the following day for a pump replacement due to normal longevity and he was trying to decide between the 20ml pump and the 40ml pump. No symptoms were reported. Additional information was received on (B)(6) 2017 from the patient. It was reported that the patient heard an alarm warning that ¿[the] medicine was out¿ and called about this issue. According to the patient, the pump was refilled and then was replaced. Replacement of the pump resolved the alarm. The original source document contains information that was unrelated to this event and was omitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.